Event description:
Indication: secondary pulmonary arterial hypertension. Pump return; cadd solis vip pumps sn (B)(6) and (B)(6) received at pgh backend 12/11/2025, usps tracking # (B)(4) instead of damaged order. Gilanna b sent pumps to msd. Pt returned 2 solis vp pumps using return label, tracking# (B)(4) instead of returning damaged order. Pt has 4 pumps in their possession. Spoke to pt about devices. Pt is still actively on therapy. Pt code: 4582. Device code: 2284. Ref report: mw5180770.